Manufacturer narrative:
We´ve checked at our equipment service, the retaining springs may be defective due to age (no technical defect).

Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smart plus contra angle would not hold files and one file stayed in the tooth. No injury resulted. The file has been retrieved from the tooth.